Manufacturer narrative:
Requested if anything was saved to have it returned and we would analyze it. Also requested operative report and follow up report on patient. No patient information has been reported to date. Received a response from the health care provider on 09/26/2010 that no packaging was saved; no operative report is available or will be provided by the surgeon; device remains implanted. The surgeon did not save the particulates; therefore, no examination of the particulate matter can be done. No photos were taken. No device return.

Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) machine during the initial drain, the home patient (hp) revealed that he drained into a can. The baxter technical service representative (tsr) asked hp if drain line was in the bottom of can, and the hp stated yes. The tsr assisted the hp with troubleshooting and with resuming therapy. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the use error, it was revealed that the issue had been resolved and that he is continuing therapy on the hc cycler without any further issues. The hp confirmed that he discussed the issue with his nurse as well. Per hp, he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
Reportedly, "when [the surgeon] took out the valve from the jar, he found out there were a few tiny foreign bodies (like black spot) on the valve leaflet (from ventricular side to look). The doctor removed the tiny foreign [particulates] carefully and implanted [the device] in the patient body. In fact, the doctor should open new one to replace the current valve. But, the hospital did not have one more aortic valve. That is why [the surgeon] implanted the valve with tiny foreign bodies. [The surgeon] has been following this patient, so far, this patient does not have any adr occurred.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.